Event description:
The enduser alleges "the chair is leaking grease on the left side and there looks like there was a cap on it, where the inside of the wheel is and is no longer there."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this event. Model m51, serial number/date(B)(4) is approximately 6 years and 4 months of age. The owner's manual was issued with this device. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the chair is leaking grease on the left side. The consumer alleges that there looks like there was a cap on it, where the inside of the wheel is, and is no longer there.